Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the cause of the event was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting the volume of the volume discrepancy at refill. They stated that on (B)(6) 2024 the expected volume was 8.2 ml and the actual volume was 21 ml and then on (B)(6) 2024 the expected volume was 2.4 ml and the actual volume was 25 ml.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) 0.5 mg/ml at 24 hour dose 0.247 via an implantable pump for unknown indication for use. It was reported by the healthcare provider that the patient was coming in for refills and there had been a discrepancy in medication as well as the patient not noticing sufficient relief. Patient stated she was unsure of when she started noticing she was not getting relief. On friday, september 13 patient was scheduled for a catheter revision. When the hcp opened up the pocket, he tried to aspirate from the catheter access port (cap), it was unsuccessful. The hcp then cut on the spinal segment right at the collette and still there was no flow from the catheter. He then opened up the spinal pocket cut the catheter and tied it off in the spine. A new 8780 was implanted. Onc e the 8780 was implanted tunneled over and connected to the pump. There was a successful aspiration from the cap. Environmental/external/patient factors that may have led or contributed to the issue were asked and patient denies any falls. The issue was resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial (B)(6) implanted: (B)(6) 2023: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial (B)(6) , ubd: 25-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.